Event description:
A malfunction was reported with the pump showing malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after resetting.